Event description:
Consumer complaint of lo blood glucose result. Expected fasting blood glucose test result range is 90 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of lo and lo. Verified storage of product is within instructed spec since they are kept in living area. Test strip lot manufacturer's expiration date is 07/26/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 1: lo, (B)(6) 2015, 08:10 pm; 2: lo, (B)(6) 2015, 07:34 pm; 3: lo, (B)(6) 2015, 07:33 pm; 4: lo, (B)(6) 2015, 04:49 pm; 5: lo, (B)(6) 2015, 04:58 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction root is black chemistry due to improper storage. Investigation completed and meter evaluated with no defects found.

Event description:
Consumer complaint of lo blood glucose result. Expected fasting blood glucose test result range is 90 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of lo and lo. Verified storage of product is within instructed specification since they are kept in living area. Test strip lot manufacturer's expiration date is 07/26/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Internal report (B)(4). Product under eval.